Event description:
On (B)(6) 2016, a patient received a perceval valve pvs23. A concomitant CABG was also performed. The pre-operative assessment indicated symptomatic moderate to severe aortic stenosis. In the ICU, the patient was noted to be febrile with decreasing levels of hb with associated thrombocytopenia. The patient was transfused with prbc and transferred to the ward, where the patient¿s recovery was uneventful. The patient was discharged on (B)(6), 2016 with a good valve functionality. In (B)(6) 2021, it was reported that the patient experienced high gradients, due to possible thrombus. The patient has been put on warfarin. The patient is being monitored and further treatment will be evaluated (tavi or explant) if gradients remain high. Data on the device functionality over time was provided as follows: on (B)(6), 2016, the echo showed peak/mean gradient of 34/20 mmhg, ava 1.3cm2, trivial regurgitation. The ejection fraction was 55%. A degenerative mitral valve disease was also identified (no stenosis, no regurgitation). On september 13, 2021, the echo showed tissue aortic valve with elevated gradient (peak/mean gradient 71.41/43.74 mmhg), with mild aortic regurgitation. Furthermore, a moderate degenerative mitral stenosis was identified, with mild mitral regurgitation. Mild tricuspid regurgitation was also identified. The ejection fraction was 60-65%. The patient¿s previous clinical history includes hypertension, diabetes mellitus, dyslipidemia, osteoarthritis of the knee, previous back surgery. Based on the medical judgment received, it was not possible to confirm the suspected diagnosis of thrombosis. As reported, the patient followed an anticoagulation therapy after the perceval valve implant (warfarin for 6 ¿ 8 months). The patient did not have any coagulation disorders. No medical judgment was provided on the possible cause of the event, nor on the relationship with the perceval valve implanted. In the most recent visit (december 9, 2021), the echo showed the prosthetic aortic valve with elevated gradient. Gradient today 59/38mmhg across the aortic valve, mild-to-moderate degenerative mitral stenosis with mild mitral regurgitation, rvsp 36mmhg. Based on the medical note, the gradients are reportedly improving, and the aortic valve opening could be better visualized compared to the last echocardiogram. The patient has also stable symptoms and denies any worsening shortness of breath, any syncope, chest pain or chest tightness. In the clinic, the patient had no signs of failure with a blood pressure of 108/59mmhg. The patient will continue the warfarin and will be followed up with a repeated echocardiogram.

Manufacturer narrative:
The manufacturer received a few more details on the event and a revised summary was provided in b5. The manufacturing and material records for the perceval heart valve, model # icv1209, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a model # icv1209 perceval heart valve at the time of manufacture and release. Since the device remains implanted, no further investigation is possible at this time. Based on the available information, and since no further confirmation/evidence on the suspected thrombosis was provided, the manufacturer is unable to confirm the event and the root cause cannot be determined at this time. However, from the document review performed, no manufacturing deficiencies were identified. Should any further information be received in the future, the manufacturer will provide follow-up report as deemed applicable.

Manufacturer narrative:
Device remains implanted.

Event description:
On (B)(6) 2016, a patient received a perceval valve pvs23. A concomitant CABG was also performed. The pre-operative assessment indicated symptomatic moderate to severe aortic stenosis. In the ICU, the patient was noted to be febrile with decreasing levels of hb with associated thrombocytopenia. The patient was transfused with prbc and transferred to the ward, where the patient¿s recovery was uneventful. The patient was discharged on (B)(6) 2016 with a good valve functionality. In (B)(6) 2021, it was reported that the patient experienced high gradients, due to possible thrombus. The patient has been put on warfarin. The patient is being monitored and further treatment will be evaluated (tavi or explant) if gradients remain high. Data on the device functionality over time was provided as follows: on (B)(6) 2016, the echo showed peak/mean gradient of 34/20 mmhg, ava 1.3cm2, trivial regurgitation. The ejection fraction was 55%. A degenerative mitral valve disease was also identified (no stenosis, no regurgitation). On (B)(6) 2021, the echo showed tissue aortic valve with elevated gradient (peak/mean gradient 71.41/43.74 mmhg), with mild aortic regurgitation. Furthermore, a moderate degenerative mitral stenosis was identified, with mild mitral regurgitation. Mild tricuspid regurgitation was also identified. The ejection fraction was 60-65%.